Event description:
It was reported that diagnostics revealed an increase in hv lead impedance. Oversensing of noise was also reported. Fluoroscopy revealed that the coil wires were outside of the lead body. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned cut into two sections. An abrasion was noted at 10.8 cm and 18 cm from the connector pin piece. The rv and svc cables were damaged. The abrasion is consistent with friction to the ICD can. An inside out abrasion was noted between 7 cm and 10.5 cm and underneath the rv shock coil at 6.5 cm from the helix tip piece. The cables were exposed in this area. The insulation of the distal coil was also abraded at these two locations. The damage could cause the noise reported in the field.